Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that 3 days after the start of a hazardous medication, during troubleshooting of the tubing for a blood back up to the filter, a leak was observed midway between the pump and the filter. No patient harm was reported. The medication was discarded and a new bag and set up were obtained to continue the infusion.

Manufacturer narrative:
No available code for undetermined or unknown cause. Concomitant medical products: non-bd drip chamber spike; non-bd (bbraun) 250ml infusion bag 0.9% sodium chloride injection usp exp 03/20, lot j8c050; non-bd luer. The customer's report of a leak between the pump assembly and the filter was confirmed. Visual inspection showed a pinch type cut halfway through the tubing approximately 27 inches below the lower fitment. During functional testing a leak was observed from the cut on the tubing. The root cause of the damage was not identified.

Event description:
The customer reported that 3 days after the start of a hazardous medication, during troubleshooting of the tubing for a blood back up to the filter, a leak was observed midway between the pump and the filter. No patient harm was reported. The medication was discarded and a new bag and set up were obtained to continue the infusion.